Event description:
It was reported that one day post implant of the left ventricular (lv) lead the patient was experiencing phrenic nerve stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2012. (B)(4).